Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the patient mentioned that their battery suddenly ¿fired up¿ though it was still working. No further information regarding this was reported. The patient noticed a couple weeks ago that the ins seems to die quicker as in the ins battery becomes depleted and needs to be charged. The patient also stated that it takes more to kick it on. This was not clarified but understood to mean they have to fill the ins battery more than they used to in order to turn stim on. The patient usually charges once a week but stim has stopped twice in the last month. The patient inquired how long the ins battery will last. The patient reports no falls. No symptoms were reported. No further complications were reported or are anticipated.